Event description:
The surgeon reported that during phacoemulsification a system message displayed. The system stopped and the ultrasound stopped. The customer changed the cassette and the handpiece twice to attempt to clear the system message, but it remained. The procedure was aborted. The pt experienced corneal edema and anterior chamber inflammation due to the natural crystalline lens particle left in the eye. The surgery was completed 24 hours later with another system. General anesthesia was required for the second surgery. No additional info was provided on pt's status.

Manufacturer narrative:
The company service rep examined the system. The controller pcb was replaced. The system was then tested and met all product specifications. There were no samples returned for evaluation therefore, steps could not be taken to replicate or confirm the event. The root cause is therefore unk at this time. A review of complaints for this system for the last 24 months did not indicate any additional reports.